Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00001 on 04-jan-2021. Additional information (06-jan-2021): the siemens headquarter support center (hsc) investigator reviewed the calibration and control data provided, and there was no evidence of a problem. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse checked the atellica im analyzer's sample probe and did not find any issues with the probe. The investigation performed by siemens confirmed that the atellica im ahbs2 kit lots, used by the customer, are performing as intended. The cause of the reactive results on one patient sample is unknown. Siemens concluded that contributing factors such as sample integrity and preanalytical variables could not be ruled out as a potential cause of the event. The instrument is performing according to the specifications. No further evaluation of the device was required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the first result was (B)(6) and from a primary tube (short sample). The second sample was a primary tube with enough serum for testing. Siemens is investigating the event.

Event description:
The customer observed a discordant (B)(6) result on an atellica im 1600 analyzer. The result was not reported to the physician(s). The customer used the same sample and analyzer to performed repeat testing. The repeat result was (B)(6) result and included an integrity error flag. The customer informed siemens that a new sample was drawn from the patient, and repeat testing was performed on the same analyzer. The second repeat result was (B)(6) and reported as the correct result. There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.